Manufacturer narrative:
Explained to the customer that the reagents are manufactured with different clones of cells. The package insert limitation for immucor anti-e states "the e antigen may be only weakly expressed on the red blood cells of some blacks and such red blood cells may react weakly with anti-e. Some hrs- or hrb- red blood cells may fail to react with anti-e. Anti-e may give slightly weaker reactions in the absence of the c antigen." The serological reactivity reported by the customer for the pt sample suggest the pt is hrb-.

Event description:
Customer states they are getting unexpected negative reactions with anti-e (monoclonal) series 1 with a patient sample known to contain anti-e. The same pt, when tested with gammaclone anti-e (monoclonal blend), resulted in positive reactions 2+.